Event description:
The user facility reported the image on the evis exera ii colonovideoscope was flickering. There was no report of patient/user harm or injury due to the event. The device was sent to an olympus service center for evaluation and repair. During inspection and testing, foreign material was observed to be coming out of the auxiliary water channel. This report is being submitted for the reportable malfunction (foreign material) found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The foreign material that came out of the auxiliary water channel was suspected to be a result of insufficient cleaning of the device. In addition, service found damage on the electrical connector, which caused the screen to turn black with no image. Visual inspection found several internal components of the endoscope showed corrosion due to fluid ingress. The scope image was partially dark due to a chip on the objective lens. The air/water cylinder and the suction cylinder showed discoloration. The scope cover was sticky, and the control body cover and flexibility adjustment ring were scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 13-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following: the device was not pre-cleaned immediately after procedure. An appropriate amount of water was not supplied during pre-cleaning or manual cleaning. A part of a peripheral device used in combination with the endoscope entered into the auxiliary water channel. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. Users may prevent the suggested event by pre-cleaning immediately after the procedure following the instructions for use: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.